Event description:
A patient reported experiencing inacurrate high results with a surestep meter. The patient's blood glucose results were 197 and 259 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.